Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The x2 pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 350-450 mg/dl. Customer did not practice proper air removal technique. Reportedly, customer continued to use existing cartridge for insulin therapy.